Event description:
It was reported that a spectrum pump alarmed to close door. It was also reported that there was no pt involvement.

Manufacturer narrative:
MFR ref no (B)(4). The device was returned to baxter and an eval was performed. The eval confirmed but did not reproduce the close door alarm. The eval observed the alarm and determined the cause to be a failed upper hook switch. The upper auxiliary assembly was replaced.